Event description:
It was reported that the touchscreen was not responding. The device was not in use when the issue was discovered. There was no patient or user harm reported. Per the diagnostics performed by the remote service engineer, the customer stated that they did not receive the correct part number for touchscreen. The remote service engineer (rse) provided the customer with the correct part ID.

Manufacturer narrative:
The customer was provided with parts identification; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed to gather further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.